Event description:
Event description guidant received information that this ventricular lead hed impedance measurements increase from 600 ohms to greater than 2500 ohms, in both unipolar and bipolar configurations. The pacing is not consistent. The patient had fallen the week that the lead impedance measurements went up to 2500 ohms. A lead revision proceudre was then performed. The lead was surgically abandoned and replaced.